Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones. Upon interrogation, it was discovered that this system exhibited high out of range shock lead impedance measurements greater than 125 ohms. The out of range measurements were able to be recreated when the patient took deep breaths. The patient will continued to be monitored every three months. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.